Event description:
The customer observed a falsely elevated platelet count while using the cell-dyn ruby analyzer. Sid (B)(6) generated a result of 1105 10e9/l. The customer performed a manual platelet estimate of 190. The specimen was retested generating the following results (10e9/l): 995, 847, and 1224. A platelet result of 1239 was generated on a cell-dyn 3200 different. The customer indicated that the specimen had abnormal rbc morphology (blister cells). No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer data was reviewed the reported issue was specific only to this patients sample; therefore, this complaint was an isolated incident involving a sample with interfering substances and conditions. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67-01, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.